Manufacturer narrative:
The purpose of this follow-up report is to provide corrected information, additional information, and device evaluation findings completed after the initial report was filed. (B)(4). The following additional information resulting from the device evaluation is being added. The device evaluation conducted on 7-dec-2015 by latt latt win, hoya quality assurance, noted that: the iol was returned with lens case. The lens was broken into two pieces. One of the broken optic pieces was torn on the edge. No abnormalities were found in the production and inspection records of the product. The exact root cause was not determined. However, based on the evaluation, it is believed that the issue is not product related.

Event description:
After lens was implanted, the doctor noticed there was a tear on the optic. The lens had to be explanted, and another hoya lens was implanted without incident.

Manufacturer narrative:
This issue is considered MDR reportable as physician noticed after the lens was implanted that there was a tear on the optic. The event occurred right after iol implantation and the iol was explanted. Another hoya lens was implanted without incident. Patient prognosis was reported as good, no harm to patient. The customer indicated that they intend to return the product for evaluation. Return of product is pending. Once returned, a product evaluation will be conducted. Once the evaluation is completed, a follow-up report will be submitted to FDA. Product return pending; not yet received.

Event description:
After lens was implanted, the doctor noticed there was a tear on the optic. The lens had to be explanted, and another hoya lens was implanted without incident.